Event description:
Customer reported being assisted by the emergency medical technician due to low blood glucose. Customer was led to believe that the bolus was not set by her and that the pump delivered insulin without the pump being programmed. Checked if the audio bolus was on and it was programmed to be on.